Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and return of malfunctioning pump within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.